Manufacturer narrative:
Isi has not received the vessel sealer extend instrument involved with this complaint. A review of the site's system logs to determine whether the instrument was used in subsequent procedures was not conducted since the instrument being reported is a vessel sealer extend, a single use product. A review of site history conducted on 30-mar 2020 could not identify any related records. A photographic image of the device/fragment was provided by the customer and reviewed by the failure analysis engineering (fae) team. The fragment did not look like it came from a vessel sealer extend instrument. However, due to the low quality of the picture and as the instrument was unavailable to be inspected for damage, the fae could not confirm if the fragment came from the vessel sealer extend instrument used during the procedure. If the product is returned for analysis or if additional information is obtained, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: although there was no report of patient injury, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low interior repair surgical procedure, a piece of the vessel sealer extend instrument cable wire popped off into the patient but was retrieved and nothing was left behind. It was reported that when the surgeon was articulating the wrist, it felt like "a pop". The fragment was reportedly retrieved with a backup instrument and is not available for return. According to the customer, the fragment did not fall into the patient during an instrument tip/accessory collision. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved with a laparoscopic grasper. No additional surgical procedure was required to remove the broken fragment. The surgeon was dissecting around the sigmoid colon when the instrument broke. The surgeon was unsure what caused the instrument to break. The surgeon said that it just looked like the instrument ¿popped¿. The instrument was roughly 10 minutes in use when the fragment came off. The instrument did not make contact with any other instrument or other hard material during the surgical procedure. The instrument was not inspected prior to use. It was opened newly out of its box. The instrument was only removed following the piece falling off during the procedure. The instrument¿s wrist was straightened upon removal. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No injury occurred to the patient.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.